Event description:
It was reported that device was unable to be interrogated via multiple programmers. An error message came up as well. A firmware device download was performed successfully and device was restored to normal functions and reprogrammed per physician specifications. No further information available.